Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer stated that the insulin pump had no delivery alarms and battery issues. No troubleshooting was provided. No products will return for analysis.

Manufacturer narrative:
(B)(4). Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed.